Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was discarded and the lot number was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced max air /shut down unknown error resulting in interruption of treatment. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that during the removal of supplies, wetness was reported inside the heater compartment and inside the cassette door of device. Renal therapy services (rts) assisted the patient with troubleshooting. The patient was already disconnected. Rts advised the patient to contact their pd registered nurse about the interrupted treatment. There was no report of patient injury or medical intervention associated with this event. No additional information provided.